Event description:
The quik-pace disposable noninvasive pacing electrodes were allegedly dried out when the pouch was opened. The electrodes were reportedly not expired when opened. Three sets of electrodes were opened up and used, all of which were reportedly dried out. The device operators reportedly placed conductive gel on the third set of electrodes and the device was able to deliver pacing therapy properly. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.